Event description:
A surgeon reported a patient(s) reported glare following intraocular lens (iol) implant surgery. Additional information has been requested.

Manufacturer narrative:
The product was not returned for evaluation. The iol remains implanted. Product history record review could not be reviewed. The reporter did not provide a lot or serial number traceable to the manufacturing process. Additional information was requested by fax and by mail on 02/01/2008.